Event description:
According to the information received, the pre-op tee imaging indicated a 20mm defect; however, balloon sizing during the procedure determined the atrial septal defect (asd) to be much larger and a 32mm aso was deployed. After ice imaging and stability tests were completed, the aso was released and immediately observed to have embolized into the right ventricle. Several attempts were made to retrieve the aso using snares and a bioptome but the patient was sent to the operating room for surgical removal and repair of the defect. The surgical repair was successful and the aso was removed with no injury to the patient.

Manufacturer narrative:
St. Jude medical could not evaluate the aso involved in this incident since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Sjm requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure.